Event description:
A critically ill patient was undergoing continuous renal replacement therapy on a prismaflex machine with prismaflex hf1000 sets. The patient was administered citrate as an anticoagulant and the filter life was approximately 12 hours before clotting; the anticoagulant was switched to heparin. It is unknown if the patient had a blood loss following the filter clotting events. The nurse reported the patient received a blood transfusion. The patient is also reported to have experienced anxiety and his oxygen saturation dropped to 82% and treated with 100% bipap.